Manufacturer narrative:
Aware date corrected to 2017-11-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2017-dec-06 reporting that the revision surgery was approximately on 2017 (B)(6). The pocket revision was reported to resolve the pain and discomfort. Patient weight at the time of the event was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that within the last 2 months (confirmed to be in 2017) the patient had discomfort and aches at the site of the implantable neurostimulator (ins) on their butt. It was noted that the patient hesitated to call it pain because it was not sharp but ached, hurt, and had soreness. Originally the patient thought it was lower spine pain which was the reason they were implanted, but this was consistent when the patient sits and did not hurt when they laid down. The patient felt discomfort where the ins was located on their back. The consumer wanted to know if there was a device to address this type of pain. No further complications were reported. Additional information was received from the healthcare provider on (B)(6). It was reported that the cause of the discomfort and aches at the ins site was that the battery moved superficial. Re-implantation of the existing battery was performed to resolve the ins site discomfort. No further complications were reported/anticipated.